Event description:
Customer reported a syringe pump module had a channel error and stopped. The error went unnoticed for an unknown period of time because reportedly there was no alarm, and as a result the patient's arterial line was "lost" although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.